Event description:
It was reported this valve was implanted and the patient was on coumadin treatment. The patient reported that five years postoperatively, he had a massive brain stroke and is now severely paralyzed and mentally unstable. The valve remains implanted. Additional information has been requested.